Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold and one opening curved on the radius. Weight measurement identified device was underweight. A microscopic analysis was performed which identified one opening crease sharp on the radius, stress marks and non-penetrating nick striated. Based on the device analysis, the final assessment is one crease sharp opening on the radius assessed as fold flaw opening and nick striated assessed as surgical tool scratch like.

Event description:
Healthcare professional reported left side rupture. Additionally, healthcare professional reported crease/folding of implant. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Additionally, healthcare professional reported "crease/folding of implant." Device has been explanted.